Event description:
It was reported that during the procedure fluid was leaking out at the proximal end (lead pin) where the lead body meets the pin distal to the sealing rings. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).